Event description:
The user had recently experienced a decline in hearing performance. The user was reimplanted with a new device on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.